Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the cut window hash marks were not visible on trajectory views. The medtronic representative attempted to change views and cycle views when the system unexpectedly exited from the software. The software was re-loaded and returned to the navigate screen with the current registration. The cut window was then visible on the instrument. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no negative impact on patient outcome.

Manufacturer narrative:
Software investigation not completed at time of this report.